Event description:
It was reported that during an unknown procedure, it was noticed that the handpiece had a broken 4-40 stud. The procedure date and method of completion were unknown but it was stated that there was no patient consequence.